Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a tubing perforation at the junction of the pump and the reservoir, resulting in fluid loss from the device. A surgical procedure was performed to remove and replace the ipp. Upon explant, blood under the first layer of the cylinder was observed, indicating an aneurysm as the mesh of the cylinders was visible. No patient compilations were reported.